Manufacturer narrative:
(B)(4) allows the status of a study to be marked as "performed", "reviewed", "needs over-read", "dictated", or "reported." Users at the reporting facility are granted permissions to change the status of a study based on established configuration settings. Under normal operating conditions a technologist at the reporting facility has permissions to change the status of studies from "performed" to "reviewed." The reporting facility indicated that technologists are trained only to mark studies as "reviewed." When the horizon medical imaging authorization service used to manage user permissions is inoperative or inaccessible, the system is designed to ensure high availability of critical functions to enable care providers to access studies. Under these conditions, the system grants full permissions to all users to ensure that critical features remain available. When operating in this mode, the user are provided with menu options to mark the study as "reviewed", "needs over-read", "dictated", or "reported." Based on our investigation, which included a review of the system activity logs from the reporting facility, the technologist was granted full permissions, as the authorization process was inaccessible due to a system communication issue. The system granted those full permissions to the technologist, as designed. The technologist inadvertently selected the incorrect status for the pt study, marking it as "reported" instead of "reviewed", resulting in an alleged delay sending the study to the radiologist to read. Further investigation is ongoing.

Event description:
The pacs administrator from the reporting facility alleged that a technologist inadvertently marked a study as "reported", and that the radiologist did not receive the study correctly marked for requiring a radiology review until 3 days later. It is alleged that the pt experienced complications whilst being treated at the reporting facility, but that there was no harm to the pt. (B)(4) has contacted the reporting facility to obtain further info in its investigation.